Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was not confirmed. The ez connector tool was returned seated properly with the fixation knob open. The stylet was inserted in the lead and helix retracted. There was blood or body fluid noted in the helix housing and tissue was noted entwined with the helix base. The tip and helix appear to intact and undamaged. The lead passed all testing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated uponcompletion of the analysis.

Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead perforated the right ventricle. The patient was then taken to the operating room to repair perforation. This rv lead was never in service. No additional adverse patient effects were reported.